Event description:
While surgeon was in the process of removing the 20mm midface distractor from the patient during a surgical procedure, a washer completely dislodged itself from the unit. It did not impact the outcome of the procedure.

Manufacturer narrative:
Investigation in progress, but not yet complete.

Manufacturer narrative:
The reported event that the washer was completely dislodged could be confirmed. The visual inspection showed strong plastic deformations of the housing and of the distraction thread. Furthermore scratches and grooves are visible in the cavity of the washer most likely resulting from an overload situation leading to the breakage of the laser welding seam and subsequently to the detachement of the washer. The geometry of the welding seam indicates that the laser welding seam was correctly performed.based on investigation most likely during explantation of the device the housing got plastically deformed. A subsequently turning of the distraction thread probably led to the deformation of the thread as a consequence of the jammed slider part. Because of the overload situation the laser welding seam of the washer broke off and therefore it got detached. Given these observations the root cause could be attributed to a user related handling issue.indications for any material, manufacturing or design related issues were not determined within the investigation. Therefore no preventive and/or corrective action is deemed necessary at this time.

Event description:
While surgeon was in the process of removing the 20mm midface distractor from the patient during a surgical procedure, a washer completely dislodged itself from the unit. It did not impact the outcome of the procedure.